Manufacturer narrative:
(B)(4). Date sent: 7/5/2023. D4: batch # 739a14. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ec60a device was returned with no apparent damage and with one gst60d reload loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties noted during the functional testing, the device opened and closed as expected. The staple line and cut line were complete and the staples meet the staple release criteria. However, the knife was noted slightly nicked. In addition, several b-formed staples were received inside a petri dish along with a piece of tissue. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event of "difficult to close and would not open", the instructions for use do contain the following caution: close the jaws of the instrument by squeezing the closing trigger (light gray and labeled with a number ¿1¿) until it locks in place. An audible click indicates that the closing trigger is locked. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 739a14, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/7/2023. Batch # unk. Additional information was requested, and the following was obtained: 1st additional information follow up was the device locked on tissue with the jaws closed? =>yes. If yes, how was the device removed? Did the jaws eventually open? => the target tissue was cut and the suture was performed to the cut area. After suturing, the anastomosis wad done by circular stapler. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). => the sale rep." Investigation summary: this is an analysis of thirteen photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first and second photos show a device with one gold reload. The third photo shows the open jaws of a device. The fourth, fifth sixth and seventh photos show the jaws of a device with some b-form staples and apparently a particle on top of the knife. The eighth ninth and tenth photo shows an apparently fully fired gold cartridge. The eleventh and twelfth photos show a gold cartridge with a damaged deck. The thirteenth photo shows a tissue with some staples b-form. Based on the photos the event described not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number x96d4a, and no non-conformances were identified.

Event description:
It was reported that during laparoscopic anterior resection, the device was used on oral side of rectum at the 1st firing, anal side of rectum at the 2nd firing, and at the 3rd firing, it was used for incision on the anal side of rectum. Then the closing lever was stiff to squeeze at the 4th stroke of the 3rd firing. The knife moved to the end and staples were formed properly, but the jaws didn¿t open. Also, there was an uncut portion of about 1cm. So the staples on the anal side were cut off together, all layers were sutured, and anastomosis was performed. The surgeon said that the indicator didn¿t display the key mark, and pointed to the position between the number and the key. The handle didn't move. The surgeon commented that there was no problem at the 1st firing. There is a possibility that internal parts may have been damaged due to unfamiliar operation. Although the patient was obese, the tissue was acceptable thickness. The patient information : age70, male, height 168cm, weight 80kg. The patient is still hospitalized and under observation. The patient has no history of allergies or smoking. The surgeon judged the patient to be non-serious because nothing is happening at the moment. The staple line was cut and sutures were used to complete the case. No further information is available.